Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and no defect was found. A pairing test was performed with (B)(4) bluetooth device and passed. The transmitter functional testing passed. The share log was review and confirmed a loss of connection. The reported event of a loss of connection was confirmed. The root cause was determined to be no communication gap in log.